Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The device was uploaded and indicated 17 autoclave cycles for the adapter. Functionally a pmv representative loading unit was successfully loaded into the adapter and fired on test media. A pmv representative sulu was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap sleeve gastrectomy procedure, the idrive was making an unusual humming noise for a longer than usual time. The reload was partially fired, then stopped. The surgeon waited then tried again to advance the blade but it would not move. The jaws of the reload were then opened, remaining reinforcement was cut to remove reload from patient. Another device was used to complete the procedure. No patient injury has been noted.